Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In (B)(6) 2021 the user was seen for the annual check up and in situ testing showed affected channels. The audiologist programmed the device around the hi channels and the user was happy with the changes. The user has recently reported that he has since stopped using the device due to limited benefit and he felt the hearing was erratic.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
In june 2021 the user was seen for the annual check up and in situ testing showed affected channels. The user has been explanted on (B)(6) 2022.

Event description:
In (B)(6) 2021 the user was seen for the annual check up and in situ testing showed affected channels. The audiologist programmed the device around the hi channels and the user was happy with the changes. The user has recently reported that he has since stopped using the device due to limited benefit and he felt the hearing was erratic. The decrease in performance with the device was gradual over time, although no specific time frame was given. Programming changes were made to provide some improved signal from the device. The user felt this was more comfortable and less distorted than the previous programming. The audiologist counseled the user on the test results and the possibility of limited benefit if the changes continue. The user will return in 3 months to repeat measures and to revisit options at that time.

Manufacturer narrative:
Additional information: according to the information received from the field in situ measurements show five channels with hi status most likely caused by a damage of the active electrode due to device minute mobility. The recipient was reprogrammed and will be monitored by the clinic. Currently the device remains implanted and in use.